Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician found the lumbar catheter to be fractured when opening the package. The catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
The catheter was returned in two pieces of lengths 13 cm and 68 cm respectively. Both edges at tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.